Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had often gone into critical override due to the nic duplex setting and the station's ethernet cable being plugged into the wrong data port. A technical support specialist confirmed that the it team had troubleshot the issue by adjusting the nic duplex settings and correcting the ethernet cable connection. Since the device was no longer facing intermittent critical overrides, the tss had closed the case. The system had functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the station was in critical override mode. This malfunction occurred when the user was trying to issue medication to a patient. There was no delay, as the nurse was able to pull medications via override and also use a secondary machine. There were no adverse events or injuries reported based on this event.